Manufacturer narrative:
Device history record showed that this device was sterilized within normal parameters and no nonconformances or deviations were noted for the sterilization process.

Event description:
Patient had a successful barricaid implant on (B)(6) 2022, and developed a lumbar epidural abscess and required surgery to treat the infected area on (B)(6) 2023. Patient was treated for the infection and the barricaid device was left implanted in the patient at time of closure.